Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module was replaced and returned for investigation. Simulated use test of the received o2 and air gas module has reproduced the described customer issue. Evaluation of the received device logs confirms the reported event. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the air gas module and it was concluded that the nozzle unit has a contributing effect to this behavior.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).